Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a new battery was used due to the impedance.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in the or and when checking impedances at the conclusion of the case, all of the case pairs were showing high impedances but the electrode pairs were all in range. Caller confirmed that ins was in the pocket, lead was inserted completely and the incision was closed. It was suggested to run stim on case pair for a few minutes to see if impedances decrease as well as setting up a monopolar pair and checking for motor response. The caller confirmed that on c-3 at 2.6 ma they were seeing slight bellows. It was then reviewed that it was likely  are showing falsely high given the rest of the information reported. It is the hcp's decision to replace the ins but that may not change the impedance readings. It was reviewed that the caller could set-up programs on each electrode to check for motor response to confirm that the electrode pairs are viable as further confirmation that they will be able to program normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.